Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4). A ge healthcare service representative performed a checkout of the system with the hospital biomed. Service will be performed by hospital employee. No report of patient involvement. Unique identifier: (B)(4). Legal manufacturer: hcs (B)(4).

Event description:
The hospital reported an error resulting in loss of mechanical ventilation during pre-use checkout. There was no patient involvement.